Event description:
During series rails and screws inspection, it was found that more than one outer lateral blade to lateral cart screws are missing. No detector fall event and no injury was reported. The loose screws in question may impact the lateral drive by creating a gap between the linear blade and the lateral cart that might lead to ball screw stress which in turn may result in a mechanical failure.

Manufacturer narrative:
This issue was identified as presenting a different failure mode than the one identified in MDR # 9613299-2013-00001. A f/u report will be submitted once investigation results are available.